Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black. Customer returned pump for an alleged cosmetic damage located at battery compartment found on (B)(6), 2021. Pump received with frozen display with flashing medtronic logo. Unable to perform the displacement test, rewind, prime/ seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test or displacement accuracy test due to frozen display with flashing medtronic logo. Unable to download history files and traces using thump due to frozen display with flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay, cracked battery tube threads, scratched case and serial number label damage. Frozen display with flashing medtronic logo due to moisture damage on pcba 1 and pcba 2. Pump failed to download history files and traces due to frozen display with flashing medtronic logo. Cracked battery tube threads confirmed during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on backside along the battery compartment and the blood glucose at the time of event is 24 mmol/l. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.